Manufacturer narrative:
Product analysis the full lead was returned and analyzed. The analysis indicated that there was blood on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted a fresh 14-62 gray stylet was inserted and was only able to be inserted 18.2 cm and stopped at a blood obstruction. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead was attempted but not used during implant. It was noted that the physician got blood on the stylet and lumen of the lead. As well, it was difficult to insert the stylet. The lead was never implanted. No patient complications have been reported as a result of this event.